Manufacturer narrative:
Products: 694765 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing occurring with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.